Event description:
Ceramic tip broke off in pt. Note: procedure was operative hysteroscopy when item broke into multiple pieces. Another surgeon had to be called to remove debris. Note: received user facility medwatch report from FDA on 10/26/2004.

Manufacturer narrative:
Device not returned to acmi for eval. Historical data indicates that this type of failure is likely caused by improper care/mishandling of device by the user. A final report will be submitted upon conclusion of investigation.